Manufacturer narrative:
Date sent to FDA: 1/2/2020. Additional information: a1, a2, b7, d3, g1, g2.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent inguinal hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2017 during which the surgeon noted ¿dense inflammatory reactions to the previously placed mesh, making the mesh inflamed and mingled with the passage of the nerve. With meticulous and challenging technics, the surgeon dissected the nerve and the cord structure excised that were densely adhered to the mesh.¿ it was reported that the patient experienced chronic and severe groin pain. No additional information is provided.